Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the insulin pump had a pump error. The customer 's blood glucose level was 600 mg/dl. The customer was assisted with the troubleshooting. The device will be returned for the analysis.